Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD) change. During the procedure when the right ventricular lead was disconnected from the ICD, the patient became asystolic without any pacing from the left ventricular lead. The physician replaced the device, a new ICD was successfully implanted. Patient was in stable condition.